Manufacturer narrative:
Conclusion: the catheter was returned for eval. The balloon would not maintain inflation. There is a distinct puncture in the less eccentric portion of the balloon. The puncture characteristics are consistent with that caused by a needle or pin. A mfg defect would have been detected at final inspection during prep. During the procedure, the balloon maintained inflation for 47 mins.

Event description:
It was reported that the pt underwent a minimally invasive mitral valve repair in 2004. The aortic occlusion balloon was placed. During cardioplegic arrest, gradual loss of balloon pressure was noted. Blood was seen in the inflation lumen. This occurred 47 mins after the initial inflation. The balloon was replaced very quickly and although electrical activity returned to the heart, there was no cardiac output. The myocardium was not compromised. Cardio pulmonary bypass was maintained although occlusion was lost for about 5-6 mins. The procedure was completed with no adverse pt consequences reported.